Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -9.0 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed. Haptic bent. Fibre on lens surface. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6 type of investigation code: 4110 lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).